Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), product type: catheter; ubd: 29-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an 200.0 mcg/ml of fentanyl, 30.0 mg/ml of bupivacaine and 500.0 mcg/ml of clonidine via an implantable pump. It was reported that the patient's pain was really bad and they had to have an adjustment. The patient further clarified that the doctor had to move the catheter down which was contributing to the patient's pain and made the pain worse. The patient sated they had a lot of hardware and scar tissue where the catheter would normally go and the patient stated they had to drill through the bone to get higher up on the spinal cord. The patient stated the catheter was moved down because the meds were not getting through. The issues began at least a couple years ago, relative to (B)(6) 2020. The patient was redirected to follow-up with their healthcare provider.